Event description:
It was reported that a perforation and embolism occurred. A jetstream xc atherectomy catheter was selected to treat an occluded superficial femoral artery (sfa). Prior to use of the jetstream, a dissection near the lesion occurred due to manipulation from an introducer sheath. Nevertheless, the jetstream was used in the vessel due to the calcification. Several passes with the jetstream in blades-down and blades-up provided good results, however, the dissection became a perforation. A non-bsc covered stent was implanted to treat the perforation. Subsequently, an embolism in two below-the-knee vessels occurred. A thrombus was removed from one posterior vessel using an aspiration catheter. An additional angio was later performed re-open the second vessel. The physician was unable to determine the cause of the embolism. There were no further patient complications, and the patient was stable following the procedure.